Event description:
On may 19, 2009, the lay-user/patient contacted lifescan ,alleging that lancets of a one touch lancing device were not fully penetrating his sample sites. The patient tests his blood glucose 1-2 times a day. He test additional times depending on if he is symptomatic during the day. The patient manages his diabetes with set dosages of glucotrol. The patient indicated that he was having trouble obtaining blood samples because at times, he could not get any or enough blood from his puncture sites. After the lancing device issue started, he reportedly got frustrated and stopped testing his blood glucose. Although he stopped testing, the patient continued to take his glucotrol as prescribed. The patient also mentioned that he started eating less, due to having a flu and an unspecified infection, which involved antibiotic therapy. The patient mentioned that a pharmacist warned him that the antibiotic could potentially cause his blood glucose levels to drop. On an unspecified date/time after he stopped testing, the patient claimed that he suffered a "low attack." The patient stated that he developed symptoms of shakiness, profuse sweating, and feeling "goofy." The patient administered self-treatment by eating food, which helped to relieve his symptoms. The patient was using a correct technique for using the reported lancing device. The lancing device was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.